Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The visual analysis demonstrated that the distal part of the lead was found bent and pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damages traction forces during the surgery should be taken into consideration. The cuttings of the insulation occurred most likely during the explant procedure. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead became dislodged and the physician chose to explant and replace with another pacing lead. Should additional information become available, this file will be updated.